Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm for ventricular tachycardia (vtach). No one was injured as result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member. Spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded. Placeholder.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the central monitor and receiver module performed to specifications (including responses for alarm notification). The transmitter failed a lead fault test which is unrelated to the reported event. Testing was witnessed by a facility staff member. The facility provided the patient retrospective database for review. The presence of the alarm record in the database was confirmed by a spacelabs lead software engineer. On this basis, we determined that the alarm condition was appropriately identified by the monitoring system. We know of no reason that audible and flashing visual alarm indications would not have also been present at the time of the complaint episode as these indicators operated according to specifications when tested by a spacelabs¿ field service engineer. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a telemetry patient with ariatele transmitter model 96281, receiver module model 90478 and telemetry central monitor model 91387-38 failed to generate audible and flashing visual alarm indications for an episode of ventricular tachycardia (vtach) on (B)(6) 2014 at 12:15 p.m. Per the clinical staff, however, an alarm message was displayed on the monitor and there was an alarm record in the patient's database record. No one was injured as result of this event.